Event description:
Nurse practitioner was performing thoracentesis on patient. As she went to remove guide needle, a piece of the valve broke off the catheter. Thus an undetermined amount of air was sucked into the catheter into the patient's pleural space. The nurse practitioner was able to manually remove the air by connecting a syringe onto the broken piece on the catheter.